Manufacturer narrative:
A functional test of the returned hydro thermablator (hta) endometrial ablation system displayed an ¿error 25¿ error in the console. During troubleshooting of the unit, it was discovered that the vcc (integrated circuit) on gui (graphical user interface) pca (printed circuit assembly) that supplies the power to the icop pca (main processor board) of the front enclosure assembly is defective. The vcc was below specification thus causing the logic issue, the error 25, the led (light emitting diode) issue ¿blank or multiple colors¿ and cooling problem. The vcc on gui interface pca was also checked and adjusted r106 vcc on gui interfaces pca to 5.09 volts and retested, the unit passed the functional feature test. The reported problem was confirmed at the fremont cis. The root cause of the failure was determined to be caused by a vcc on gui interface pca that supplies the power to the icop pca of the front enclosure assembly. It could not be determined what caused the vcc output voltage to be out of specification.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, at four minutes into the ablation phase of the procedure, the purple light illuminating the cassette (blue led indicators) started flickering and the display reverted to system set-up screen. About two minutes, an error code 25 occurred and initiated into slow ten minute cool down process. Roughly two minutes into cool down, the screen returned to set up menu. A minute after, the slow cool down process began again and went back to screen set up. The procedure was successfully completed using a different console and a second procedure set.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, at four minutes into the ablation phase of the procedure, the purple light illuminating the cassette (blue led indicators) started flickering and the display reverted to system set-up screen. About two minutes, an error code 25 occurred and initiated into slow ten minute cool down process. Roughly two minutes into cool down, the screen returned to set up menu. A minute after, the slow cool down process began again and went back to screen set up. The procedure was successfully completed using a different console and a second procedure set.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.